Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the y402 was broken off of the computer / analog (ca) board. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged y402. The root cause of the damaged y402 cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient's deivce was producing service code 204.